Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode was used during a hepatic radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. According to the complainant, the user was unable to achieve roll-off with the device; therefore, the procedure was completed with another leveen coaccess electrode. It was reported that the radiofrequency generator used during the procedure has been used successfully since this event. There were no patient complications reported as a result of this event. The patient's condition was reported to be "fine" following the procedure.

Manufacturer narrative:
Exact patient weight is unknown, but it was reported that the patient was obese. (B)(4) for the reported event: failure to achieve roll-off. The complainant indicated that the device was discarded and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.